Manufacturer narrative:
Device evaluation: the returned closure top has damaged threads. Potential cause: root cause was unable to be determined. This event could possibly be attributed to using the compressor across multiple levels, causing the closure top to be off-axis or loosen. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a validation cadaver lab, the closure top skipped a thread during compression. A later evaluation by the manufacturer found the threads on the closure top had been damaged.